Event description:
During an implant attempt of the subject device a connection issue in the atrial channel was reported by the physician. As indicated, the atrial lead was inserted, and the setscrew was tightened, but no click sound was heard. The lead was pulled, but it could not be removed. The physician loosened the set-screw, but it remained connected. A second attempt was made to loosen the set-screw by tilting the screwdriver and the lead was removed. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.